Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted the helix was able to be extended and retracted. The lead's extension/retraction turns are within specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that multiple attempts were made to place a right ventricular (rv) lead during a procedure, but the helix would not extend. The lead was not used and another was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.